Manufacturer narrative:
Neither the device, nor the battery, were returned to physio-control for evaluation. The customer has been provided with detailed instructions on how to verify the readiness of their device and determining the battery¿s charge status. The customer has also been reminded of the importance of always carrying a spare fully-charged battery. The customer later advised physio-control that due to the age of their device that it was permanently removed from service. The customer will obtain a replacement device.

Event description:
The customer contacted physio-control to report that their device had showed ok on the readiness display; however, when they went to power the device on the battery icon on the readiness display began to flash and the device powered off by itself. There was patient use associated with the reported event. A backup device was available so there was only a minimal delay in providing therapy to the patient. The patient survived the event. Following the event, the customer further indicated that they checked charge level of their device's battery and found that it was at a very low state of charge.